Manufacturer narrative:
A call/complaint was received indicating the "brace broke while they were using it". The sample has not been received at this time to be able to complete a thorough investigation. The device history record was not able to be reviewed due to no lot number being provided. Inventory was inspected and no issues were found. The root cause was unable to be determined, due to the absence of the sample the investigator could not confirm the reported issue. If a sample is received the complaint will be reopened and updated as necessary. Between, september 16, 2016 - april 25, 2018, there have been a total of 25 collars reported to be malfunctioning for a percentage of (B)(4) units sold, of this product 1044-31 cervical collar, emt select, one piece. No further information is available at this time. We will provide a follow up report if additional information becomes available.

Event description:
Quality issue details: date of occurrence: (B)(6) 2018. When did quality issue occur? During use. Who was using or operating the product when the quality issue occurred? Patient/end consumer. Was a medical procedure involved? No. Name of medical procedure: not applicable. Did the quality issue cause a delay in the medical procedure? Not applicable. Detailed description of quality issue: the brace broke while they were using it - that is all the patient told the doctor. How was the quality issue was identified? By actual use. How was the product being used? As directed. Was it the initial use of the product? Yes. Was the product modified from the original condition supplied by deroyal? No. Was the product connected to or used in conjunction with other devices or equipment? No. Outcome details: outcome(s) attributed to quality issue: none. Person(s) affected by outcome(s) checked above: patient. Known pre-existing condition(s) of person(s) affected: none specified. Was the incident reported to the FDA? No. Detailed description of outcome(s), including information regarding injury or any additional treatment/intervention required: just needs a new brace.